Manufacturer narrative:
(Event date): the event occurred on an unspecified date of june to august, 2022. The device was discarded and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line green cap of an amia automated pd cycler set was missing. This was observed during set up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.